Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by clip applier failed? Multiple clips fell off after being applied to the tissue did clip applier jam and not fire clips? No. Did clip applier not feed clips? No. If not, what was specific issue that occurred with the device? Multiple clips fell off after being applied to the tissue.